Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl. The event occurred following a supply change, and the user noted bg was elevated both before and after the change. The event was corrected after moving the infusion site. No symptoms were reported, and no medical intervention was required.